Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that ten years, three months post implant of this bioprosthetic aortic valve, this device was replaced valve-in-valve with a transcatheter bioprosthetic valve. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the failure mode for the bioprosthetic aortic valve was moderate aortic insufficiency. No other adverse patient effects were reported. Updated the patient weight. If information is provided in the future, a supplemental report will be issued.